Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probes were emitting sparks outside of the patient. The procedure was completed successfully with a replacement probe.

Manufacturer narrative:
Alleged failure: serfas probe emit sparks outside the patient and has intraarticular lapse/blackouts before. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the lack of glue around the polyimide glue could have been scratched during the placement of the hood, damage during pin bending. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the probes were emitting sparks outside of the patient. The procedure was completed successfully with a replacement probe.